Event description:
It was reported that an ilet user observed a sensor glucose of 355 mg/dl and attributed persistent hyperglycemia to the pump, declining recommended supply troubleshooting such as an infusion site change despite counseling that infusion sets can sometimes bend; the user requested escalation and a replacement pump, and the medical device problem was characterized as insufficient information, with the device component also unspecified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to determine a device malfunction or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.